Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the mega suturecut needle driver instrument jaw broke and a piece fell inside the patient. Prior to calling in, the staff retrieved the fallen instrument fragment and continued the procedure with a new instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon used another grasper instrument and pulled out the one piece that fell inside the patient. The surgeon confirmed it was only one piece that fell off and was retrieved. The instrument's wrist was straightened as it was pulled from the cannula. There was harm to the patient. The nurse could not provide the patient demographics.

Manufacturer narrative:
The mega suturecut needle driver instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.